Event description:
The hcp reported that she was unable to aspirate any fluid from pump; expected reservoir volume was 14.2ml. Fluoroscopy confirmed that the needle was in the septum. They were then able to inject 20 ml into the pump. The pt had started to experience nausea and headaches several days previously to this report. The pt was receiving morphine via the drug delivery system.